Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware implantation. At an unknown time post-operatively, it was reported that the patient underwent a revision procedure due to bad placement of the screw. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Analysis of the returned devices shows that the implants (fas-rod-setscrew assembly) are correctly connected together. They don't present damages explaining why the setscrew is stuck in the fas. No conclusion can be drawn.